Event description:
Initial pt sample for sodium was 122 mmol/l. The sample was repeated on a different analyzer with a result of 134 mmol/l. The account indicated that the first result was not reported. Account reported three other instances where the initial result was lower than the back up analyzer. A roche field svc rep visited the account and replaced the analyzer electrodes and probes. After the probes were replaced the account reported that results were acceptable.